Event description:
It was reported that the patient¿s blood glucose (bg) level reached over 400 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels and experiencing pain, patient found the needle did not retract as intended; this indicates that a needle mechanism failure occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.